Event description:
The pt experienced hypoglycemia. The pt also reported that the pump keypad was damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.